Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The part and lot numbers of the mpf construct (screws, plates, cover plates and peek spacers)have not been provided; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Discarded.

Event description:
The sales associate reported the appropriate size and length implant was used in the original case on (B)(6) 2016. An exploration was done on (B)(6) 2016 for a possible wound infection. It was noted during the exploration that the implants were fine and performing as required. The surgeon chose to take out the timberline mpf construct. It is reported the construct was removed without incident. The surgeon then washed out the area and place a new piece of timberline peek with no plate. Samples were taken during the procedure, no results have been reported at this time.